Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The increased intra-peritoneal volume (iipv) was confirmed in the logs, but not duplicated during pal evaluation. The root cause was insufficient drain, false empty detect and use error, inappropriate bypass of the low drain volume alarm. The device met specs relative to iipv in the logs.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log on therapy (B)(6) 2011 at 19:59 with ultrafiltration of 2399 ml during cycle 3. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.